Event description:
It was reported that a patient underwent a liver transplant procedure on an unknown date and suture was used. Multiple complain of thread breakage intraoperatively. Liver transplant team identified the batches that were used as per the stock availability. With one or more breakage they separated the box. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: (01) gtin unavailable, product made prior to gtin compliance date. H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, and the following was obtained: did the reported alleged deficiency occur over the same patient procedure? As per the information received and follow up, ubbdle & tpbddr lot were used on same patient. When did the alleged deficiency occurred (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If other, please explain. Alleged deficiency occurred on patient/during passing through the tissue. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices demonstrated the alleged deficiency for each patient event? Please specify by product code and lot number: product code w8556 - lot ubbdle: product code w8556 - lot tpbddr: were there patient consequences? If yes, please explain. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.